Event description:
The customer was hospitalized for dka. It was informed that the customer had nausea and was vomiting prior to their admission. The cause of their hospitalization was unk. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol.